Event description:
Patient with stage 1- 2 asymptomatic cystocele along with a symptomatic stage 2 rectocele s/p (status post) tvh/anterior repair/tvt surgery approximately 3 years ago who presented with vaginal mesh exposure and a small ovarian cyst now desiring surgical management.